Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Reportedly, customer was not taking insulin at night, leading to elevated bg level. Subsequently, customer was hospitalized. Bg was treated with an unspecified insulin treatment. Reportedly, the customer was released 3 days later with the issue resolved and no permanent damage.